Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pedal button of the footswitch got stuck in forward and would not stop. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the pedal button of the footswitch got stuck in forward and would not stop. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the event include a buildup of corrosion/debris from cleaning or chemical fluid ingress over time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.